Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5095916 that a female patient who underwent a primary breast augmentation with unknown smooth mentor saline breast implants experienced left-sided capsular contracture (grade unknown) and unexplained systemic symptoms post-operatively, including dry eyes, hair loss, headache, irritation, itching sensation, unexpected therapeutic effects, thyroid problems, tinnitus, visual disturbances, burning sensation, halo, urinary frequency, distress, discomfort, depression, numbness, cognitive changes, anxiety, brain fog, derealization, migraine aura, visual snow, poor quality nails, comprehension problems, ringing in ears, hypothyroid, frequent urination, depression, goopy eyes in the morning, bloodshot eyes, discomfort and tightness on left side, tender lymph node, cleavage and internal itching, thinner hair, neck tightness, sore muscles, cold intolerance, hand numbness and tingling, joint pain, cold feet and hands, back pain, sore feet and calves, burning feet (cold burn feeling), slow to recover after exercise, facial irritation like sunburn, balance problems, low sex drive, and weird heat feeling in lower left leg. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent explantation and replacement with non-mentor (sientra) breast implants on (B)(6) 2017. This medwatch report is for the left-sided implant.